Event description:
On (B)(6) 2020, a patient underwent an extreme lateral interbody fusion procedure from l1 to l5. On (B)(6) 2020, percutaneous pedicle screws and rods were placed from t10 to s2ai with another manufactures interbody spacer being placed at the l5-s level. On (B)(6) 2024, it was discovered during a routine follow up that the implanted rod had fractured on the left side at the l3-l4 level. On (B)(6) 2024, a revision procedure was conducted and rods on both sides of the construct were replaced. The revision was completed with no further issue.

Manufacturer narrative:
No device was returned for evaluation. No operative notes were not provided for review. One a/p radiograph of the patient's spinal construct was provided; however, due the quality of the image, the reported event could not be confirmed as no discernable fracture could be observed. Information on the patient's post-operative activity level or whether any trauma, such as a fall, had been sustained by the patient was not provided. Information on whether the patient had achieved full fusion in the four years since the index operation was not provided. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Based on the information obtained, the complaint was unable to be confirmed and a root cause of the fractured rod could not be determined conclusively; however, the rod fracture may have been the result of excessive loading/force placed on the rod through post-operative activity or trauma, such as a fall. No additional investigation required. Labeling review: "potential adverse events and complications. As with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); loss of fixation; nonunion or delayed union." "Warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant."